Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the ¿boot¿ of the craniotome device broke. It was further reported that none of the broken pieces fell into the patient. The reporter stated that all of the pieces were retrieved. As a result, there was a twenty minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A voluntary user report was received which contained additional event information. Medwatch report #(B)(4) was filed by the facility. This event has been classified as a serious injury based on additional information provided by the reporter. The report stated that while turning a bone flap, it was observed that the tip of the craniotome device broke off. According to the report, the disposable side-cutting burr device remained intact. At the end of the procedure, an x-ray of the head was taken and the piece of the broken guard was identified. According to the reporter, the broken piece of the device was located by the surgeon and removed. This report has been updated to reflect the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.